Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scratches were present at the distal frame and distal edge as well as stains were observed under the cover light guide glass. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scratches were present at the distal frame and distal edge, as well as stains were observed under the cover light guide glass due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had continuously bubbled at the ring, during reprocessing. There was no patient involvement.

Manufacturer narrative:
E1: initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.